Event description:
In 2008, reporter had a hysterectomy and bladder sling operation. When pt followed up with her physician 6 weeks later, she complained of pain during sexual intercourse. Six months later, reporter had another surgery because the mesh was eroding through vaginal wall. After surgery, reporter continued to have pain for several months and tried to get help from numerous physicians but no one would help. Finally she was albe to receive help when she contacted the local hospital's medical director who arranged for her to have the mesh removed. In 2009, reporter had mesh removed requiring 10 sutures. Reporter currently complains of incontinence. Reporter is concerned because she was never warned by her physician about risk factors.